Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case the patient's reported supratherapeutic international normalized ratio (inr) may have contributed to the event. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical product: dtba1d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for a suspected gastrointestinal (gi) bleed. Laboratory testing revealed a supra therapeutic international normalized ratio (inr) and a low level of hemoglobin (hgb). It was further reported that the patient was transfused three units of blood. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was readmitted for a suspected gi bleed on (B)(6) 2018. The patient reported feeling dizzy and lightheaded. Laboratory testing revealed a therapeutic inr and a drop in hemoglobin (hgb) level. The patient was transfused three units of packed red blood cells (prbc) and was taken off anticoagulant until the patient¿s international normalized ratio (inr) decreased to 2.0. The patient was discharged home on (B)(6) 2018. It was further reported that the patient was readmitted for a gi bleed on (B)(6) 2018. Imaging tests revealed actively bleeding arteriovenous malformations, while laboratory testing showed low hemoglobin levels and a therapeutic international normalized ratio (inr). The patient was transfused with one unit of blood and the site planned to perform a double balloon enteroscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.